Manufacturer narrative:
Additional information in h3, h6, h10. Correction to f10/h6: component codes (replace g04003 with g04034). H10: the device was received for evaluation with a blue connector attached to the female connector. Visual inspection with the naked eye noted that the female connector was separated from the main body. There were no evidence of damage to the female connector. Functional testing was performed which included leak, clear passage, and clamp function with no issues noted. The connection between the female connector and blue connector was performed with no issues noted. The reported connection issue with the female connector was not verified; however, a separation of female connector to main body was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address : (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue with an unspecified solution bag tubing; further described as "could not be separated". This occurred after device use for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.